Event description:
Caller reported that intermittent occlusion alarms occurred. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. Elevated bg was addressed by correction bolus via pump. Reportedly the customer was using lyumjev insulin. Tandem clinical support informed customer that lyumjev is off-label per the user guide. Customer did not change any supplies but resumed insulin delivery.